Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement surgery (reference MFR. Report# 1627487-2017-06759), the new ipg was unable to communicate with external devices. The ipg was deemed inoperable and was replaced with another model which resolved the issue.